Event description:
It was reported impedance readings were >10000 ohms on electrodes 8-15. The second lead was not being used. The patient was reportedly getting great coverage. Movement did cause stimulation changes. Troubleshooting was being considered. Additional information has been requested, but was not available on the date of this report.

Manufacturer narrative:
See scanned pages.